Event description:
A malfunction alarm with code malf 9 was reported by the customer, and no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. The technical support team provided information on resetting the pump and assisted the customer with the reset, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and to contact support if the issue reappeared.